Manufacturer narrative:
Failure analysis noted that the pump passed the basic occlusion test and the displacement test. There was no motor error alarm. However, the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside and the device passed. The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 189 mg/dl at the time of the incident. During troubleshooting, the customer was assisted in clearing the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.